Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor of ophthalmology reported a patient experienced posterior synechiae of the iris in the left eye that occurred one month after an intraocular lens (iol) was implanted. Dissociation surgery was performed one month after the event was discovered. Symptom has since been resolved. The surgeon does not consider the iol to have been associated with the event. Additional information has been requested.